Event description:
It was reported that during a pph procedure, the device partially cut and the resected tissue remained attached to the staple line. It was manually cut (about 10 degrees). The washer unhooked as well. There was no adverse pt consequence.